Manufacturer narrative:
H3: evaluation results: the gore® tag® conformable thoracic stent graft with active control system device was returned to gore for evaluation, and no manufacturing deficiencies could be confirmed while showing the following: the length of the returned sdl is indicative of the line breaking, supporting the physician¿s observation of the device remaining at intermediate diameter following secondary deployment. Secondary deployment not fully deploying from the intermediate diameter is likely due to the secondary deployment line breaking. The deployment line appears to have broken due to tensile forces. The cause of the secondary deployment line breaking could not be confirmed with the currently available information. Emdr section h6 codes b, c, d updated to show results of investigation.

Event description:
On (B)(6) 2023 the patient underwent an emergency endovascular treatment of a thoracic aortic dissection using gore® tag® conformable thoracic stent graft with active control system (ctagac). The first ctagac was deployed in the descending aorta. After primary deployment of the first device, the secondary deployment handle was pulled, however the stent graft was not fully deployed from the intermediate diameter. After removal of the red lockwire handle and the angulation assembly handle, ballooning was performed to expand the device by using a xlender stent graft balloon catheter, but it was not successful. The second ctagac was additionally implanted in the proximal side, and ballooning with the gore® trilobe balloon catheter ii was performed to expand the first ctagac. It was not full deployed at the proximal end and the distal end, but rest of graft was deployed. After several attempts of ballooning, the first ctagac was finally deployed full. No adverse events to the patient were reported.

Manufacturer narrative:
Device evaluation has not been completed yet. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.